Event description:
In (B)(6) 2011, a 16 hole dcs plate was used for a femoral shaft fracture after an unsuccessful attempt at reaming for an intramedullary nail, during which the lateral cortex of the femur was reamed through. Subsequently the pt was brought back into theatre for a wash-out, for an infection that the surgical team felt was preventing the fracture from uniting. Two months ago, it was discovered that the plate had broken and the fracture was not united. The surgical team felt that the infection was preventing the fracture from healing. On (B)(6) 2012, the dcs plate was removed, the bone at the site of the non-union was removed, and a femoral strut graft was used. Another 16 hole dcs plate was implanted along with a 10 hole 4.5/5.0 broad plate. Placed anteriorly. This report is #9 of 13 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number.